Event description:
The physician placed the stent and wire position was lost. The vessel was rewired through the stent strut. The sapphire nc balloon was then deployed. The balloon became stuck when attempting to pull it through the stent strut. The patient was then taken for bypass surgery. The balloon and stent were successfully removed. In the opinion of the physician, this was due to the physician. He noted that the balloon did not rewrap small enough to advance through the stent, and noted it was a large balloon. The balloon will not be returned.